Manufacturer narrative:
The associated complaint device was not returned for evaluation please review attached for investigation results. (B)(4).

Event description:
It was reported that during the sterilization process the trial had broken into 2 pieces.